Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they got hardware low level failure alarm .the customer¿s blood glucose level was unknown. Troubleshooting was performed for pump error. Customer was able to complete pump rewind and self-test did not pass .the product will not be returned for the analysis.

Manufacturer narrative:
Device passed self test with no unexpected hardware low level failures alarm, however device received with cracked keypad overlay, scratched case and pillowing keypad overlay. (B)(4).